Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection, the liner was wash out and exchange. (B)(6). Products not revised: evolution mp keeled tibial base product ID: (B)(4) lot ID: 1537440; evolution mp cs/cr femoral component product ID: (B)(4) lot ID: 1526818; advance onlay all-polly patella product ID: (B)(6) lot ID: 1539628.